Event description:
The nihon kohden clnical application specialist at the customer site reported that the central nurse's station (cns) was having a network disconnect issue and experiencing comm loss. The cns kept boot looping and not entering the cns application. While on the call with nihon kohden technical support (nk ts), they found that a cable had been unplugged from the wall. They plugged it back in, and the cns booted into the cns application and communication loss issue was resolved. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nihon kohden clnical application specialist at the customer site reported that the central nurse's station (cns) was having a network disconnect issue and experiencing comm loss. The cns kept boot looping and not entering the cns application. While on the call with nihon kohden technical support (nk ts), they found that a cable had been unplugged from the wall. They plugged it back in, and the cns booted into the cns application and communication loss issue was resolved. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: during troubleshooting, it was identified that the network cable of the device was unplugged from the wall. The customer plugged the network cable back in and the issue was resolved. Based on the available information, a definitive root cause could not be identified. However, it is likely that a staff member had accidentally unplugged the network cable or missed plugging the network cable in during set-up. Possible causes of the issue are user error and inadequate cable management. Available information does not suggest that there was a malfunction of the cns device. Corrected information: e2 health professional? Corrected the selection from "yes" to "no"

Manufacturer narrative:
The nihon kohden clnical application specialist that was at the customer site reported that the central nurse's station (cns) was getting a network disconnect issue and experiencing communication loss. The cns kept looping but not entering the cns application. While on the call with nihon kohden technical support (tech support), they found that a cable was unplugged from the wall. They plugged it back in, and the cns booted into the application and the communication loss issue was resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. The customer was contacted for this additional information but they have been irresponsive.

Event description:
The nihon kohden clnical application specialist that was at the customer site reported that the central nurse's station (cns) was getting a network disconnect issue and experiencing communication loss. The cns kept looping but not entering the cns application. While on the call with nihon kohden technical support (tech support), they found that a cable was unplugged from the wall. They plugged it back in, and the cns booted into the application and the communication loss issue was resolved. No patient harm was reported.